Event description:
Caller stated that after the pad has been on medium for a while, it starts making a crackling sound and will not shut off automatically. She also thinks it heats much longer than it should.

Manufacturer narrative:
Qc tested pad 3 separate times and it was heating, (147-162 degrees), shutting off, and cooling down normally.